Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device has a burnt mark near the device. Moreover, patient had recent falls and denies of getting shocks. Boston scientific technical service (ts) advised patient to reach out to physician. This device remains in service. No additional adverse patient effects were reported.